Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when entering the transmitter ID, the customer was unable to toggle between the alphabetic and numeric keypads. Reportedly, after the pump was reset, the customer was able to enter the transmitter ID. There was no impact to the customer's blood glucose level.